Event description:
It has been reported to philips that the system was not switching on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the host pc. The fse repaired and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Review of the system log file showed that the host pc post error. Upon functional testing, fse found problem with the host pc. The fse reseated the connections in host pc. After reseating the connections in host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.